Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the curved bipolar dissector instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the instrument to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage or conductor wire insulation damage were observed. The root cause is attributed to a component failure. There were additional observations not reported by the site and not related to the reported issue. The instrument was found to have a broken bipolar yaw pulley. The broken piece was missing and size of the missing piece was approximately 0.053¿ x 0.146¿. The root cause of the broken bipolar yaw pulley is typically attributed to mishandling/misuse, such as excess force applied to the distal end of the instrument. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.055¿ - 0.072" in length and not aligned with the tube axis. The root cause is also attributed to mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the curved bipolar dissector cable was at the tip of the instrument. The procedure was completed with no reported injury.